Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meidra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2017 for the following meddra preferred term: uterine perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: a female patient had essure (fallopian tube occlusion insert) and left partial unilateral perforation, right essure micro-insert in correct place was diagnosed about nine years after the placement of essure. She underwent laparoscopic removal of one essure micro-insert. About ten years later, right uterine horn perforation, bilateral perforation was diagnosed via subtotal hysterectomy and bilateral salpingectomy. She also experienced sacral colpopexy. The reported uterine perforation is anticipated according to essure's reference safety information, while the sacral colpopexy is unanticipated. Uterine perforation may occur with essure, mainly during device insertion. In this particular case, the perforation was diagnosed 9 years and 10 years after essure placement. Although the exact mechanism of this event is unknown, given its nature, causality with the suspect insert cannot be excluded. The reported sacral colpopexy was considered as unrelated to essure, since this surgery is usually indicated for pelvic organ prolapse repair. This case was considered an incident because surgical intervention was performed and device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of the first episode of uterine perforation ("left partial unilateral perforation, right essure micro-insert in correct place"), the second episode of uterine perforation ("right uterine horn perforation, bilateral perforation diagnosed via subtotal hysterectomy and bilateral salpingectomy") and vaginal prolapse repair ("sacral colpopexy") in an adult female patient who received essure (ess205). The patient's past medical history included multigravida, parity 2, c-section and spontaneous abortion. In 2006, the patient started essure (ess205). In 2014, the patient experienced vaginal prolapse repair (serious criterion medically significant). In 2015, the patient experienced the first episode of uterine perforation (serious criteria medically significant and clinically significant/intervention required). In (B)(6) 2016, the patient experienced the second episode of uterine perforation (serious criteria medically significant and clinically significant/intervention required) with abdominal pain. The patient was treated with surgery (laparoscopic removal of one essure micro-insert in 2015), surgery (subtotal hysterectomy and bilateral salpingectomy in (B)(6) 2016) and surgery (in 2014). Essure (ess205) was withdrawn. At the time of the report, the first episode of uterine perforation and second episode of uterine perforation had resolved with sequelae and the vaginal prolapse repair outcome was unknown. The reporter provided no causality assessment for the first episode of uterine perforation, the second episode of uterine perforation and vaginal prolapse repair with essure (ess205). The reporter commented: the patient did not complain immediately after insertion. After first essure micro-insert was removed, pain persisted, then subtotal hysterectomy with bilateral salpingectomy were performed. Patient recovered with psychological sequelae diagnostic results: in 2015 laparoscopy: left partial unilateral perforation, no organ nor intra-abdominal structure perforated, in the right tube, essure was correctly placed in (B)(6) 2016: subtotal hysterectomy with bilateral salpingectomy: bilateral perforation the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-dec-2016 for the following meddra preferred term: uterine perforation: the analysis in the global safety database revealed 359 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: in this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Most recent follow-up information incorporated above includes: on 15-dec-2016: essure perforation questionnaire was returned company causality comment: a female patient had essure (fallopian tube occlusion insert) and left partial unilateral perforation, right essure micro-insert in correct place was diagnosed about nine years after the placement of essure. She underwent laparoscopic removal of one essure micro-insert. About ten years later, right uterine horn perforation, bilateral perforation was diagnosed via subtotal hysterectomy and bilateral salpingectomy. She also experienced sacral colpopexy. The reported uterine perforation is anticipated according to essure's reference safety information, while the sacral colpopexy is unanticipated. Uterine perforation may occur with essure, mainly during device insertion. In this particular case, the perforation was diagnosed 9 years and 10 years after essure placement. Although the exact mechanism of this event is unknown, given its nature, causality with the suspect insert cannot be excluded. The reported sacral colpopexy was considered as unrelated to essure, since this surgery is usually indicated for pelvic organ prolapse repair. Essure has a local action into the fallopian tubes, being unlikely the device would cause such condition. This case was considered an incident because surgical intervention was performed and device removal was required. A product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Despite follow up attempts, no further information was obtained.